Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ("endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), polycystic ovaries ("pcos"), inflammation ("chronic and acute inflammation"), weight decreased ("losing all my wight"), polyp ("polyp"), adenomyosis ("adenomyosis"), cyst ("multiple cyst of various types"), malaise ("body is still little messed"), hormone level abnormal ("I didn't keep ovaries but it definitely sounds like hormone imbalance") and hair growth abnormal ("hair growing in abnormal places"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the endometriosis, polycystic ovaries, inflammation, weight decreased, polyp, adenomyosis, cyst, malaise, hormone level abnormal and hair growth abnormal outcome was unknown. The reporter considered adenomyosis, cyst, endometriosis, hair growth abnormal, hormone level abnormal, inflammation, malaise, polycystic ovaries, polyp and weight decreased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ('endometriosis') and genital haemorrhage ('massive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), polycystic ovaries ("pcos"), inflammation ("chronic and acute inflammation"), polyp ("polyp"), adenomyosis ("adenmyosis"), cyst ("multiple cyst of various types"), malaise ("body is still little messed"), hair growth abnormal ("hair growing in abnormal places"), cardiometabolic syndrome ("metabolic syndrome"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal distension ("stomach bloated and swollen") and was found to have weight decreased ("losing all my wight") and hormone level abnormal ("I didn't keep ovaries but it definitely sounds like hormone imbalance"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed. At the time of the report, the endometriosis, polycystic ovaries, inflammation, weight decreased, polyp, adenomyosis, cyst, malaise, hormone level abnormal, hair growth abnormal, cardiometabolic syndrome, genital haemorrhage, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, adenomyosis, cardiometabolic syndrome, cyst, endometriosis, genital haemorrhage, hair growth abnormal, hormone level abnormal, inflammation, malaise, pelvic pain, polycystic ovaries, polyp and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: metabolic syndrome, massive bleeding, pain, stomach bloated and swollen . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Event metabolic syndrome was added. On 3-dec-2019: fu2 and fu3 were processed together. Events massive bleeding, pain, stomach bloated and swollen were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ("endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), polycystic ovaries ("pcos"), inflammation ("chronic and acute inflammation"), weight decreased ("losing all my wight"), polyp ("polyp"), adenomyosis ("adenomyosis"), cyst ("multiple cyst of various types"), malaise ("body is still little messed"), hormone level abnormal ("I didn't keep ovaries but it definitely sounds like hormone imbalance") and hair growth abnormal ("hair growing in abnormal places"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the endometriosis, polycystic ovaries, inflammation, weight decreased, polyp, adenomyosis, cyst, malaise, hormone level abnormal and hair growth abnormal outcome was unknown. The reporter considered adenomyosis, cyst, endometriosis, hair growth abnormal, hormone level abnormal, inflammation, malaise, polycystic ovaries, polyp and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ('endometriosis') and genital haemorrhage ('massive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), polycystic ovaries ("pcos"), inflammation ("chronic and acute infalmmation"), polyp ("polyp"), adenomyosis ("adenmyosis"), cyst ("multiple cyst of various types"), malaise ("body is still little messed"), hair growth abnormal ("hair growing in abnormal places"), cardiometabolic syndrome ("metabolic syndrome"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal distension ("stomach bloated and swollen") and was found to have weight decreased ("losing all my wight") and hormone level abnormal ("I didnt keep ovaries but it defiitely sounds like hormone imbalance"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed. At the time of the report, the endometriosis, polycystic ovaries, inflammation, weight decreased, polyp, adenomyosis, cyst, malaise, hormone level abnormal, hair growth abnormal, cardiometabolic syndrome, genital haemorrhage, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, adenomyosis, cardiometabolic syndrome, cyst, endometriosis, genital haemorrhage, hair growth abnormal, hormone level abnormal, inflammation, malaise, pelvic pain, polycystic ovaries, polyp and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: metabolic syndrome, massive bleeding, pain, stomach bloated and swollen quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: upon internal review this case has been identified as duplicate of 2013-132142 case. All relevant information has been transferred from 2018-138135 (deletion case) to 2013-132142 (retention case). No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.